Event description:
Customer reported that on an unspecified date "a month and a week" prior to contacting customer service, he received a reading of 31 mg/dl, which was lower than he felt, a reading of 356 mg/dl which was higher than he felt, and a message "hi" (a reading >500 mg/dl) on his adc blood glucose meter. Customer further reported he experienced sweating and shaking and suffered a loss of consciousness. Customer self-presented to local hospital where a reading of 760 mg/dl was obtained on a hospital meter and he was administered insulin via injection and unspecified intravenous treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1466306) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. Additionally, the readings reported by the customer were not obtained within 10 minutes. It is unknown if the reported readings were obtained on the same day. All pertinent information available to abbott diabetes care has been submitted.